Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with the device for analysis. The balloon cone profiles were reviewed and found that the balloon wings and folds were slightly opened out of their intended position. The bumper tip of the device showed signs of damage whereby the tip was slightly curved. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the coronary artery. A 3.50x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the stent came off from the balloon and travelled to the right profunda femoris artery. The physician then attempted to retrieved the stent with a snare but was unsuccessful. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the coronary artery. A 3.50x28mm promus element drug eluting stent was advanced to treat the lesion. However, during procedure, the stent came off from the balloon and travelled to the right profunda femoris artery. The physician then attempted to retrieved the stent with a snare but was unsuccessful. No patient complications were reported and the patient's status was stable.